Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump got wet. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 110 mg/dl.